Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of anemia in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. In 1996, the pt began using super poligrip. An unk time later, the pt experienced bilateral numbness of the lower extremities, left foot drop, tingling in the hands, right wrist drop, finger drop on the left side, right food drop, anemia, axonal neuropathy, elevated zinc levels, decreased copper levels, nerve weakness, muscle weakness, ambulation difficulty, balance difficulty, balance difficulty, and decreased strength and function of her hands. This case was assessed as medically serious by gsk. Use of super by gsk. Use of super poligrip was continued. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).